Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the cable damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on cable unit and therefore the water tightness is lost. There was no patient involvement.